Event description:
It was claimed by the customer staff that the citadel plus bed frame was damaged. One of the side rail panels was broken off. There was no allegation that the bed was in use at that time. No harm was reported.

Manufacturer narrative:
It was claimed by the customer staff that the citadel plus bed frame was damaged. One of the side rail panels was broken off. There was no allegation that the bed was in use at that time. No harm was reported. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged ¿ the side rail panel was fully detached from the side rail mechanism (all 4 screws holding the panel to the mechanism were ripped off). The technician who inspected the bed established that the side rail was broken off by a staff member who used the side rail to move the bed. The instruction for use for citadel plus bed frame (831.374_en) includes preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. There is also included warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail broke off. There was no allegation that the bed was in use at that time. The complaint decided to be reportable due to the side rail detachment. No injury was claimed.